Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation and functional testing was performed on the device. The oxygenator was filled with water, and during filling a leak was observed at the luer lock positive adapter of the vent line. Visual inspection of the luer lock revealed there was a crack, which was identified as the cause of the leak. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The manufacturer confirmed they have received similar error messages about leaks at this connection. A defect at the inner conus of the luer lock adapter which is connected to the port of the oxygenator was identified as the cause of the reported leak. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
A user facility reported a fluid leak that occurred during the priming of an xlung kit 230. The fluid was reportedly leaking from the vent port of the kit. The vent port connection was confirmed to be secure, and this was checked before priming started. The xlung kit was inspected for damage prior to use and no damage was found. It was reportedly unknown if there were defects observed at the location of the leak. There were no console alarms associated with the reported event. The reported problem resulted in a delayed treatment; however, this did not lead to any patient adverse effects or the need for medical intervention. The sample was available to be returned for evaluation. In addition, a photo of the affected xlung kit was provided for review.

Event description:
A user facility reported a fluid leak that occurred during the priming of an xlung kit 230. The fluid was reportedly leaking from the vent port of the kit. The vent port connection was confirmed to be secure, and this was checked before priming started. The xlung kit was inspected for damage prior to use and no damage was found. It was reportedly unknown if there were defects observed at the location of the leak. There were no console alarms associated with the reported event. The reported problem resulted in a delayed treatment; however, this did not lead to any patient adverse effects or the need for medical intervention. The sample was available to be returned for evaluation. In addition, a photo of the affected xlung kit was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.